Manufacturer narrative:
The suspect uninterruptible power supply (ups) was returned to the manufacturer for analysis. Testing found that the ups failed load testing by only lasting 12 seconds with the returned batteries. Following replacement of the batteries, the ups operated as designed in a known operational imaging system. This confirmed an electrical failure due to the batteries having a low voltage.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the uninterruptible power supply (ups) required replacement. The usp was replaced and the issue was resolved. The ups has not been received by the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system mobile view station (mvs) would not power on. There was no patient present when this issue was identified. No additional details were provided.